Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they were having trouble recharging the ins as no device found (screen 16) kept appearing when trying to recharge the ins. Reviewed passive recharge mode (prm) with the pt and had the pt select recharge on the no device found screen. Pt stated that the three numbers read as 100 100 100 on the trying to recharge (al) screen. Had the pt reposition the recharger (rtm) to see if the three numbers would change on the trying to recharge screen, however pt stated that the numbers stayed the same. Pt then stated that they were in the same prm process this morning for three hours. Then had the pt hold the rtm an arms length away and pt stated that the three numbers were 0 100 100 on the trying to recharge screen with the middle number jumping between 0 and 100. Pt confirmed that there was no damage to the rtm. Pt stated that the rtm would get a little warm while trying to recharge the ins, but nothing bad. Pt noted that most times they would recharge the ins while lying down flat with no cover on the rtm or anything, however the equipment would just not recognize the rtm. Pt stated that the issue first started sometime earlier this week. The issue was not resolved. The patient was sent a replacement recharger (rtm). No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message appeared. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.